Manufacturer narrative:
This report is submitted october 29, 2019. - attachment: [149856 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on august 15, 2019.

Event description:
It was reported that the device was electively explanted as per recipient's request due to a poor device performance from activation.